Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) was due to the q12 and q16 insulated-gate bipolar transistors (igbts) being shorted on the defibrillator pca board, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted q12 and q16 transceivers could not be positively identified. There was no adverse event that resulted from the damaged monitor.